Event description:
It was reported when using the bd pyxis anesthesia system keyboard had issue where the keys pressed on the keyboard will type completely different letters. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the keyboard was having issues with letters. The field service engineer confirmed that the user resolved the issue. The system functioned as intended after the field service engineer investigated the device.